Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue occurred when the customer was attempting to print from the device. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue occurred when the customer was attempting to print from the device. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control further evaluated the customer's device and downloaded the device's electronic records, which verified the reported issue. Physio-control replaced the battery pins, power pcb assembly and battery wire harness assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the likely cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue occurred when the customer was attempting to print from the device. There was no patient use associated with the reported event.